Manufacturer narrative:
(B)(4). Report source: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01854.

Event description:
It was reported that the device fractured during trials. One piece felt in patient and was removed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and a piece of one of the rails has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported event is attributed to wear and tear of the device due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.